Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the loose screw could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit front panel fell off. The issue was discovered at the repair center. There was no patient involvement on this reported event. No patient harm, no user injury reported due to the event.

Manufacturer narrative:
During evaluation, the screw in the front panel was found loose, resulting in detached front panel, and the screw was reinstalled by engineer. The device was returned to normal. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.